Manufacturer narrative:
H11: corrected data: updated section b2, b5, d9 and h3.

Event description:
It was reported that, after an internal fixation surgery was performed, the locking screws started to back out of the locking holes on the evos 3.5/4.5 pp dis fem pl r 16h 333mm. A revision surgery was performed on an unknown date to solve the adverse event.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after an internal fixation surgery was performed, the locking screws started to back out of the locking holes on the evos 3.5/4.5 pp dis fem pl r 16h 333mm. No intervention has been done yet; however, the surgeon is planning a revision surgery. There is no further information available.